Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log indicating the internal li-ion battery not authentic - this could be caused by a fake battery, pmb fault, or internal li ion fault. This error is generated when either the user uses a foreign battery, or if the new battery cannot return its authentication code to the device. The authentication code is checked by the manufacturer and is verified as soon as it is put into the device, so it is unlikely that this error will occur during use. The internal li-ion battery was reported to need replacement to address the issue; however, no repairs will be performed as the device will be scrapped.